Manufacturer narrative:
Product will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that in 2009, while in the or the intra aortic balloon (iab) was inserted via a sheath into the left femoral artery. The patient was moved to the ICU department. The following day, the pump alarmed "helium loss alarm" many times. The iab was checked and found to be ok. The intra aortic balloon pump (iabp) was exchanged with another iabp and the alarming stopped. The pump will be checked by a third party service organization.